Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2023 with zephyr valves, one sizing wing on the zephyr 5.5 dm endobronchial delivery catheter (edc) detached while measuring and sizing the airways. The sizing wing was recovered and removed from the patient. The physician was able to successfully complete the procedure with a new catheter.